Manufacturer narrative:
The events of endophthalmitis and exposure are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event has been requested. No additional information is available at this time. Device labeling: warnings the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
At an unknown date, a xen device was implanted into a patients¿ eye, with the affected location being unknown. The patient was reported by an allergan representative to have developed ¿ophthalmitis¿. Health professional additionally reported ¿I have had 1 xev (sic) related endophthalmitis (sic) this week, [patient] is 3 months post-op and was previously doing well. Xen related. Xen broken and extruded from work(sic) ¿ corrected to ¿conj¿." No other information regarding the case was given.